Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a broken clamp arm, however, there were no missing pieces.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace broke off and had fallen off into the patient. The piece was retrieved during the same procedure. The procedure was completed as planned.